Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 470 mg/dl. The customer treated her high blood glucose with a manual injection. The customer stated that she changed the infusion set and then received the no delivery alarm. The customer attempted to prime but kept receiving the alarm. The customer confirmed that she would go to the hospital. Troubleshooting could not be performed because the alarm had already been resolved by a complete set change. Advised that replacement supplies would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.